Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 405 mg/dl. Customer reported the insulin pump fell on the floor and the clips were broken. Customer stated there was crack from the battery went in all the way down to the bottom. Customer also reported that insulin pump had a missing retainer ring. Customer stated that reservoir was not able to lock into place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring: missing. Customer returned pump for alleged cosmetic damage (damaged retainer ring/cracked battery compartment) and reservoir unable to lock into place causing high bg's found on (B)(6) 2021. Pump received with detached retainer ring. Unable to perform displacement test, occlusion test, and displacement accuracy test, nor could lock a test p-cap into the reservoir compartment due to missing retainer ring. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, displacement accuracy test, sleep current measurement, and active current measurement. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, broken reservoir tube lip, missing o-ring(reservoir tube), cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, pump was unable to perform displacement test, occlusion test, and displacement accuracy test, due to missing retainer ring. Customer allegation for cosmetic damage(damaged retainer ring/cracked battery compartment) was confirmed during visual inspection where detached retainer ring, cracked case on corner of belt clip rails, and cracked battery tube threads was noted. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.